Manufacturer narrative:
Analysis found that visually, there was no significant damage to the packaging to indicate a cause. A syringe was used to inflate the cuff with 15cc of air and it started to leak out immediately. Under magnification, it was determined that there was abrasion with the entire length of the cuff which pierced the cuff in multiple locations. The abrasion was just off center from the tube midline and was consistent with damage from an external source. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during the routine test prior to an oral thyroid procedure, they did not find cuff abnormalities with the balloon if there was leakage. However, intraoperative anesthesia machine prompted intubation leak. Repeated attempts confirmed cuff leak. The procedure was performed after the endotracheal intubation was replaced. There was a 30-minute delay with the procedure. There was no patient impact or injury.